Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent an unspecified spinal fusion surgery with rhbmp-2/acs. As per the op notes: ¿tapped initially with 6.5 tap on the s1 trajectory but it was still very, very tight and then went one larger to a 7.5 tap, tapping bicortical avoiding the sacral screws. Then prepared the fusion beds by burring off the transverse processes out of l5 and then a pack of rhbmp-2/acs sponges were opened. The medium pack was opened. They were soaked with the protein and then a sandwich was formed out in the gutters with bmp out deep and then the local autograft which was morselized then placed on top into the gutter and then another layer of bmp on top of that, collagen sponge on top of that. Then the muscle was laid back over them.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.